Event description:
Received notification of lawsuit 7/9/1999. Complaint alleges that the pt suffered personal injuries when pt underwent an exploratory laparotomy in 1996. Complaint refers to the medical devices used which were the "proximate linear staplers, proximate reloading units, and proximate linear cutters."